Event description:
It was reported that a button on the customer's insulin pump was not responding. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no up arrow button response due to corroded keypad traces. The act button functioned properly during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.